Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp moved during intervention on (B)(6) 2018. The issue was detected at the end of the surgery when the surgical dressing was being placed on the (B)(6) year old female patient's head. The patient was injured; she required a staple on the "front". It was reported that the event did not really increase surgery time but it took 10 minutes more to wash, suture, and do the dressing.

Manufacturer narrative:
During evaluation, it was found that the index knob has been loosened, thereby the locking mechanism has some movement. Some small parts had to be replaced. DHR review: the build records showed no issues. The reported incident can be confirmed. Root cause: worn components and the index knob was loose.

Event description:
N/a